Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 3662, scs ipg - therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report number: 1627487-2018-09822. It was reported that the patient underwent surgical intervention to explant scs ipg and lead on (B)(6) 2019. Patient was hospitalized for one night after the surgical intervention, and was prescribed oral antibiotics over the course of several days to address the infection.